Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Both the ra and rv leads were revised due to dislodgement which caused high thresholds and poor sensing. There were no adverse patient side effects reported. Both leads remain actively implanted.